Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. During the procedure, it was found that the patient's right ventricular lead exhibited a low, out of range pacing impedance and noise resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was stable.